Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced an alarm while connected to the system controller while at home. The pt switched to his backup system controller and the alarm was resolved. A few weeks later, the vad coordinator reported that the pt had caught his system controller power leads in his door jam at home a number of times before the reported event occurred.

Manufacturer narrative:
The system controller was returned to the MFR for evaluation. During our visual examination of the system controller, we noted that there was a tear in the black power lead. We tested the system controller using the equipment in our lab and a test pump, and when the black power lead was connected to the power base unit (pbu), no alarm occurred to indicate that the connection had been made. The cable immediately began to heat up and there was a noticeable burnt smell. The controller was disconnected, and then re-connected to the pbu using just the white power lead and the system controller functioned as intended. During further evaluation, the point of the tear in the black power lead was stripped and revealed that the green and black inner conductors were damaged. The cause of the reported event appears to be related to the pt having caught his system controller power leads in his door jam at home a number of times before the reported event resulting in the damage to the black power lead wires. No further info is available. The MFR is closing its file on this event.